Event description:
Some months after surgery, radiolucencies were present under tibial tray, femoral component and patella. The loosening was confirmed with a scanner exam. The patient suffered pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. A review of the x-rays was able to confirm the radiolucent lines as mentioned in the complaint description: however, it is unable to make any conclusions. The placement and gaps on both sets of x-rays appeared to be proper and well aligned. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.